Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operatively in a hernia procedure, the patient experienced inflammation, swelling, bleeding for 19 days and 3 months of discomfort.